Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition that the device would not run was not confirmed. Therefore, an assignable root cause for the reported condition of will not run was not determined. However, during evaluation, it was determined that the device leaked liquid. The assignable root cause was determined to be traced to user, which is user error. UDI: (B)(4).

Event description:
It was reported that the motor device had a hole in the hose and would not work. During in-house engineering evaluation, it was observed that the device leaked liquid, had insufficient/low power, hose damage (excluding rupture) and cosmetic damage. It was further determined that the device failed pretest for visual assessment, hose assessment, muffler tube assessment, rotational speed assessment and oil leak assessment. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. H10 correction narrative: the device evaluation has been updated to reflect the correct information: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to user error.